Manufacturer narrative:
(B)(4). Batch # r5ak35. Additional information was requested, and the following was obtained: can you please clarify the event provided of "when the surgeon fired the contour, only the first half of staple line was stapled."? Was the device partially fired (meaning a partial staple line and cut line delivered)? Or was the device fully fired but only a partial staple line was delivered? Did the device deliver a full cut line? Was there any patient consequence? Response: "the surgeon did a full squeeze/ plastic to plastic, the device was fully fired. The device delivered full cut line, but partial staple line." Device analysis: the analysis results showed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
When the surgeon fired the contour, only the first half of staple line was stapled. They completed the second half of staple line with sutures and finished procedure successfully. Procedure: lar.